Event description:
It was reported that the patient experienced periodic pocket stimulation following a generator changeout. The patient later presented for a follow-up in the clinic. Upon review of the transmission, noise oversensing was observed in both the right ventricular (rv) and right atrial (ra) leads, resulting in pacing inhibition. Additionally, noise oversensing in the ra lead led to inappropriate mode switching. Although programming changes were made during the earlier clinic visit, the issues persisted. Consequently, both the rv and ra leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.